Event description:
It was reported via facility medwatch (mw5102948) that the patient was experiencing inadequate stimulation and undesired sensations on a non targeted areas. After the reprogramming the patient was feeling intense and unbearable stimulation up the right arm and throughout the whole body with movement. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.